Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged eschar is related to activ.a.c.¿ therapy system. On (B)(6) 2019, the patient underwent excisional debridement and activ.a.c.¿ therapy resumed. There were no signs or symptoms of infection and the foul odor had resolved. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2019, the following information was reported to kci by the family member: the activ.a.c.¿ therapy system reportedly experienced a technical issue. The device was allegedly removed due to a foul odor and black slough-like material in the wound bed. On 18-sep-2019, the following information was reported to kci by the nurse: on (B)(6) 2019, the patient went to the wound care center and underwent an excisional debridement. There were no signs or symptoms of infection and the foul odor had resolved. The activ.a.c.¿ therapy system was resumed. On 18-mar-2019, the device was tested per quality control procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2019 the device was placed with the patient. On 22-aug-2019, the device was tested by quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. The v.a.c.® granufoam¿ bridge dressing lot number was not provided, therefore a device history review could not be completed. A device history record review for v.a.c.® granufoam¿ dressing lot number 6192884v007 is currently pending completion.

Event description:
A device history review of the v.a.c.® granufoam¿ dressing lot number 6192884v007 was completed. All end release testing of product and packaging performance met specifications.

Manufacturer narrative:
MDR-3009897021-2018-00198 sent on (B)(6) 2019 noted the following: a1: patient identifier: (B)(6). Correction: a1: patient identifier: (B)(6). Based on the additional information obtained regarding the v.a.c.® granufoam¿ dressing, kci's assessment remains the same; it cannot be determined that the alleged eschar is related to the activ.a.c.¿ therapy system.